Event description:
It was reported that the castvac motor itself seemed to be smoking a little while cutting a cast off, so the procedure was not completed at that time since a backup device was unavailable. The case was taken off at a joint facility after a delay of five days. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The castvac has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.